Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was at elective replacement indicator (eri) at time of interrogation in the clinic and went into safety mode during interrogation. Subsequently, this crt-p was explanted and replaced. The crt-p will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device was unable at time of analysis. The battery was removed and attached hybrid to external power supply. The current drain measured normal. The battery was sent to battery lab for analysis and the result showed depleted cell with no battery-related failure noted. Probable cause is not determined as no malfunction was discovered the hybrid or battery. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was at elective replacement indicator (eri) at time of interrogation in the clinic and went into safety mode during interrogation. Subsequently, this crt-p was explanted and replaced. The crt-p will be returned for analysis. No adverse patient effects were reported.